Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the location of the "connecting tube". This was identified in pharmacy, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured on october 6, 2022 - october 7, 2022. The device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed a leak at the port 2, spike port bonding area. The reported condition was verified. The cause was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.